Event description:
Information received indicates the head of the bed is drifting down.

Manufacturer narrative:
The technician checked the head cylinder and readjusted the release to repair the stretcher.